Manufacturer narrative:
The cause for the initially elevated advia centaur xp (B)(6) result is unknown and was not reproduced. The customer performs repeat testing on all initially (B)(6) results, and the repeat (B)(6) results were not confirmed with (B)(6) confirmatory testing. The customer's quality control results for (b)(46 were within range at the time of the event. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instruction for use (IFU) under the results section states the following: "samples with an index value of > 1.0 but < 50 are considered (B)(6). The test must be repeated in duplicate. If 2 of the 3 results are (B)(6), the sample is considered (B)(6) for (B)(6). If at least 2 of the 3 results are (B)(6), the sample is repeatedly (B)(6), and the presence of (B)(6) should be confirmed with the advia centaur (B)(6) confirmatory assay, additional (B)(6) marker assays, or another approved confirmatory method." The instrument is performing within specifications. No further investigation is required.

Event description:
An initially (B)(6) advia centaur (B)(6) result was obtained on an aliquot (pour off) patient sample. The customer performs repeat testing on all initially (B)(6) results. Repeat (B)(6) testing from the master sample tube was run on an alternate advia centaur system and the results were lower and (B)(6). The master sample tube, and the aliquot sample were repeated on the original advia centaur xp system and the results were (B)(6). (B)(6) confirmatory testing was run, and the reactive hbsagii results were not confirmed. A (B)(6) result was reported by the customer. There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur (B)(6) assay results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00096 on (B)(4) 2016 for a (B)(6) advia centaur (B)(6)patient result. There was a advia centaur (B)(6) lot number typographical error. The reagent lot number 119066 that was initially reported was incorrect. The correct reagent lot number was 109066. (B)(4). No further investigation is required.